Manufacturer narrative:
Weight and ethnicity: information has been requested and at the time of this report has not been provided. Lot#: unknown/not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2022. A suction loss during laser fire occurred using the patient interface on the left eye which resulted in a partial flap. The procedure was switched to photorefractive keratectomy (prk). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient's symptoms resolved on (B)(6) 2022 and not affecting daily activities. Bcva from (B)(6) 2022; right eye pre-op 20/20 -1.50 x -1.00 x 0; left eye pre-op 20/20 -1.25 x -1.00 x 8.